Manufacturer narrative:
Customer confirmed that the component is broken due to the device stuck with the storage room door frame while being moved in to storage room. A replacement component is sent to the customer. This is an isolated incident. And there was no safety hazard to the patient or user.

Event description:
Cart was being moved into a storage room but height of door frame was too low and video extensions had struck the door frame causing the sleeve to break. Nobody was injured.